Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarms on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was advised that the alarms my be due to site, set or reservoir issues. The troubleshooting was performed. The customer was advised to try the remedies reviewed to prevent recurring alarms. The patient was advised to monitor the insulin pump and call back if problems persist. The customer insulin in use within the pump is novolog. The customer wants to try silhouette infusion sets.